Event description:
It was reported that there was less than 50% therapy relief. An impedance issue found during an impedance test. There were high impedances for 4, 9, 10, and 11 >20000. Reprogramming was performed around the impedance issues and the patient was able to get good coverage and was receiving effective therapy. The patient was alive with no injury at this time.

Manufacturer narrative:
Concomitant products: product ID 3998, lot # v000795, implanted: (B)(6) 2005, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).